Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, possible intermittent capture was observed on the left ventricular channel at maximum output. The patient was sent for an x-ray which showed normal lead positioning. The patient is stable and will continue to be monitored.

Event description:
Additional information indicates that when the patient came into clinic, loss of capture was observed on some of the programmable vectors. The vector was changed and the patient is stable and will continue to be monitored.